Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2024 additional information was provided by the sale rep via email who stated that the device used to prepare the bone was a drill and guide and that the patient's bone quality was very hard.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2024, it was reported by a sales representative via phone that an ar-3633sp fibertak® sp suture anchors had a tine at the tip break off. This occurred during a boney bankart case on (B)(6) 2024, after the anchor was inserted one of the tines at the tip of the anchor broke off. The fragment remains in the patient. This delayed the procedure by 10 minutes. It is unknown if additional anesthesia was administered. The case was completed using a 4.75mm swivelock.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the picture attached, which shows that one of the tips of the distal end of the shaft was broken off and bent. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment during insertion, and/or prying/leveraging of the device during insertion.